Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). After a non-bsc guide wire crossed the lesion, a 3.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 16 and 18 atmospheres, respectively. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.